Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the stem of the distal male luer, on a continu-flo solution set, had snapped off. This occurred after a four hour infusion of zosyn was complete. The nurse had attempted to disconnect the piggyback from the primary set, which resulted in the male stem snapping off. The stem remained in the port of the primary set. Additional information was requested and is not available.